Event description:
Brother's trilogy 100 became inoperable, started sounding a loud alternating alarm (beep, beep...beep, beep...beep, beep), the screen went black, and it started buzzing. Beeping subsided after pressing the power button and then the right button, but it would not power back on and the buzzing continued until the battery died hours later. After the issue began, he began using his backup trilogy 100. FDA safety report ID # (B)(4).